Event description:
It was reported that prior to starting a davinci s surgical procedure, plugs were noted to be loose on the permanent cautery hook instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. During failure analysis engineering no damage to the banana plug was observed. Instrument passed electrical continuity test. Additional observations not reported by site were broken cable, missing conductor cap, cracked proximal clevis, and corroded clamping pulleys. Engineering observed that one yaw cable was found to be broken near the proximal clevis opening. The broken cable segment sticks out at wrist. Other wrist cables were not damaged. The conductor cap was missing from distal end. The cap likely detached after the cable broke, as breakage allows the yaw pulley to slide out from distal clevis. Proximal clevis had a crack in the axial direction. The crack was located halfway between clevis ears. The location and orientation of the crack suggests overloading at the tip with the wrist pitched. The housing was removed to find clamping pulleys exhibiting pitting corrosion. Engineering concluded that damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.